Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink vial adapter experienced difficulty with drawing up all of the medication from the vial. There were 1 to 2 ml left in the vial that could not be drawn out. There was no patient involvement. No additional information is available.